Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Lead and elective ipg replacement. (B)(6) 2025, (B)(6) emailed nmd complaints reporting on (B)(6) 2025 patient had a full system revision today. Everything he had was removed and replaced. Paddle had migrated and we did an elective ipg replacement at the same time. Therapy restored. No issues. 260 lbs. Ps date: (B)(6) 2025. Ppg complaint history review: (B)(6) 2025 (B)(6): complaint history search for the last 4 years found prior report(s) on this patient: none. It was reported patient' lead had migrated. To address the issue, patient underwent surgical intervention wherein the entire system was explanted and replaced. Therapy was restored post-op.